Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow

Event description:
Information received by medtronic indicated that the insulin pump was exposed with moisture due to insulin in the reservoir compartment. Customer reported that there was no damaged to the reservoir retainer or lip ring and also to the o ring of compartment. Customer reported that the insulin pump was exposed with insulin for multiple times. Customer did the self test and they failed the test. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the self test and displacement test. Moisture damage was found on the electronic assembly, motor, and force sensor during visual inspection.